Event description:
Blood clott formed in right subclavin vein. The patient was seen in the physicians office prior to the admission. Unable to determine the cause or events involved in the use of the device. Symptoms of pain, and swelling occurred in right hand and arm and axillia prior to coming to the physician's office. On 5/5/92 physician review determined the device probably caused the thrombi to occuredevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: other, invalid data. Results of evaluation: other. Conclusion: device failed during assembly, other. Certainty of device as cause of or contributor to event: yes. Corrective actions: other. The device was not destroyed/disposed of.